Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely patient movement, pt pulled his own impella back 10cm as per clinical description provided. The failure modes will be monitored and trended.

Event description:
The user facility reported a 79-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient pulled their impella 5.5 pump back out of position by ten centimeters during support. The patient was without support for over two hours, but remained hemodynamically stable. Due to the patient's mental condition and their stability, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.